Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred at the start of a routine hemodialysis treatment. The operator was unable to resolve the alarms. Rinseback was not performed due to air in the blood circuit, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to air in the blood circuit. Review of the treatment log file indicates that the alarms were most likely the result of inadequate removal of air during prime by the operator or air introduced during pt connection. The user's guide provides adequate instructions for priming of the cartridge and troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.